Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 07-sep-2020. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), eczema ("eczema"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), decreased appetite ("loss of appetite"), sleep disorder ("sleep disturbances"), abdominal distension ("bloating") and tendonitis ("tendonitis"). At the time of the report, the abdominal pain, eczema, dizziness, fatigue, nausea, decreased appetite, sleep disorder, abdominal distension and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, decreased appetite, dizziness, eczema, fatigue, nausea, sleep disorder and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), eczema ("eczema"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), decreased appetite ("loss of appetite"), sleep disorder ("sleep disturbances"), abdominal distension ("bloating") and tendonitis ("tendonitis"). At the time of the report, the abdominal pain, eczema, dizziness, fatigue, nausea, decreased appetite, sleep disorder, abdominal distension and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, decreased appetite, dizziness, eczema, fatigue, nausea, sleep disorder and tendonitis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.